Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es was advanced for dilation. However, during first inflation at 10 atmospheres (atm) for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another same device. There were no patient complications reported and the patient was in good condition after the procedure.